Event description:
Rep opened sterile cup onto sterile field. Nurse had new gloves on and on opening inner packaging she immediately noted small foreign particles on the inside of the shell. Surgeon alerted and rep alerted. On visualisation of cup, surgeon asked for it to be given off sterile field for investigation and asked for an alternative product.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.